Manufacturer narrative:
The returned sample was visually inspected and was found non-conforming with no cannula attached to the hub. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos given by the customer were reviewed by the manufacturing site. Photos 1 and 2 show a syringe, hub and a locking collar with a cannula attached. Photo 3 shows the locking collar with the cannula attached and a hub. The reported issue of the ophthalmic cannula detached from the plastic part can be confirmed. The evaluation of the returned sample confirms the cannula detached from the plastic part noted by the customer. The sample was returned opened with only the hub returned, therefore how and when the assembly became broken could not be determined from this investigation. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after a phacoemulsification surgery from an ophthalmic viscosurgical device cannula detach from the plastic part. There was no harm o the patient.

Manufacturer narrative:
This report originally filed as 3002037047-2023-00008. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).